Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number 1627487-2023-03072. It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. It was reported one of the patient's lead had migrated. The migrated lead was confirmed via x-rays. Surgical intervention may be taken at a later date to address the issue. The investigation did not determine which lead had migrated.